Event description:
Ous MDR - after an implant duration of one month it was reported that the shock impedance was too high. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.